Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer's family reported via phone call that the insulin pump had motor error. The customer blood glucose level was 150 mg/dl at the time of incident. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within a 30 day period. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated the insulin exited. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.